Event description:
It was reported that during implant, the pulse generator exhibited no output. The patient was pacemaker dependent. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.